Manufacturer narrative:
Continuation of d10: product ID 37612 serial# (B)(6) implanted: (B)(6) 2020: product type implantable neurostim ulator product ID wr9200 lot# unknown serial# unknown: product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from rep that the patient received a replacement recharger and they believe the replacement device resolved the issue as they have not heard back about any additional issues.

Manufacturer narrative:
Analysis of the wireless recharger wr9200 (serial #:(B)(6)) revealed that the recharger was unresponsive. The led's scroll continuously and the flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Even was not reportable for malfunction, but reportable for serious injury as noted in initial rr (B)(4).

Manufacturer narrative:
Continuation of d10: product ID: 37612; serial#: (B)(6); implanted: (B)(6) 2020; product type: implantable neurostimulator. Product ID: wr9200; lot#: unknown; serial#: unknown; product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID: 37612 (serial#: (B)(6)), product type: 0197-implantable neurostimulator, implant date (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, that the wireless recharger won't turn on. Only the battery indicator light keeps going. Technical services recommend putting device back on the dock and try to reset. If reset didn't work, then rep is to call back with device serial number to allow replacement. Patient is in the hospital, because both implants are depleted. No patient harm reported. Rep said, hcp did try to reset the recharger, but that didn't allow it to turn on. Hcp requested, replacement recharger. Technical services processed replacement.